Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Update: it was noted on (B)(6) 2022, the alinity s hbsag confirmatory lot 30544fn00 was used for the july testing and lot 34304fn00 was used for the august and september testing. The alinity s hbsag lot 37186fn00 was used for the july and august testing and lot 39191fn00 was used for the september testing.

Event description:
The customer observed false reactive alinity s hbsag results for a patient donor. The donor¿s physician sent the donor to a separate lab for testing and the hbsag results were negative. The following data was provided (all the same patient / different samples): sample ID: (B)(6): on (B)(6) 2022: initial result: 31.95 s/co, repeat result: 29.83 s/co (hbsag reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive); on (B)(6) 2022, hbsagcf c1: 38.97 s/co, hbsagcf2: 15.55 s/co, hbsag_conf: 60.51% neut (confirmed positive). Sample ID: (B)(6): on (B)(6) 2022: hbsagcf c1: 40.08 s/co, hbsagcf c2: 39.37 s/co, hbsag confirmatory results: 1.79% neut (inconclusive); hbsagcf c1: 0.33 s/co, hbscf c2: 0.48 s/co, hbsag_conf: -230.77 % (not confirmed); hbsagcf c1: 40.04 s/co, hbsagcf c2: 16.60 s/co, hbsag_conf: 58.93 % (confirmed positive). Sample ID: (B)(6): on (B)(6) 2022: hbsag initial result: 28.53 s/co, repeat result: 28.33 s/co; on (B)(6) 2022, hbsagcf c1: 16.43 s/co, hbsagcf c2: 33.97 s/co, hbsag_conf: -108.56% neut (invalid); hbsagcf c1: 10.52 s/co, hbsagcf c2: 11.63 s/co, hbsag_conf: -10.88 % neut (inconclusive); on (B)(6) 2022: hbsagcf c1: 29.38 s/co, hbsagcf c2: 24.54 s/co, hbsag_conf: 16.59% neut (inconclusive); on (B)(6) 2022: hbsagcf c1: 27.42 s/co, hbsagcf c2: 30.01 s/co, hbsag conf: -9.55% neut ( inconclusive). Sample ID: (B)(6): on (B)(6) 2022: hbsagcf c1: 0.32 s/co, hbsagcf c2: 0.47 s/co, hbsag_conf: -261.90% (not confirmed); hbsagcf c1: 29.13 s/co, hbsagcf c2: 27.91 s/co, hbsag conf: 4.22% neut (inconclusive). Hbv nat testing was performed at another laboratory and generated negative results. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive and inconsistent alinity s hbsag confirmatory results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances, potential non-conformances, or deviations associated with the reagent lot and complaint issue. For alinity s hbsag confirmatory, the performance data among all customers inclusive of biomat was assessed. The obtained rlu values are comparable between biomat, and other customers among all result interpretation categories (confirmed positive, inconclusive, invalid and not confirmed). Further, the frequency of various categories test disposition at biomat is comparable to those of other customer sites throughout the use of complaint lot 30544fn00, inclusive of the timeframe july to september 2022 when the results in question were obtained. Occurrences when the same sid was dispositioned with at least two different results in sequential testing is comparable between biomat and other customer sites. Overall, per the analyzed field data alinity s hbsag confirmatory reagent lot 30544fn00 is comparable between biomat and other customer sites and do not point to any aberrations of alinity s hbsag confirmatory lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity s hbsag confirmatory reagent lot 30544fn00 was identified.